Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened box and two unopened samples of product code 698g, lot # mlq538 were returned for analysis. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance: breakage suture was found and the tested samples met the finished goods requirements. Respresentative samples returned to support investigation of 4 devices captured in reports 2210968-2019-79727, 2210968-2019-79917, 2210968-2019-79916 and 2210968-2019-79915.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/19/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.